Manufacturer narrative:
No unexpected no delivery alarms were noted during testing. The pump passed the self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery alarm tests. The operating currents were within specification. The pump had intermittent button response on the esc button due to corroded keypad traces. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a stained end cap sticker and a stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and are hard to push. Customer's blood glucose was 400 to 500 mg/dl at the time of incident and customer treated with a bolus. Troubleshooting was done for high blood glucose and customer was advised to change out entire set and follow up with their doctor.